Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and during the operation, a magnetic sensor issue/error code '105' was displayed. There was no physical damage to the device. A second device was used to complete the operation. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device was performed. Visual inspection revealed corrosion, bent pins, and a missing dome. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device was performed. Visual inspection revealed corrosion, bent pins, and a missing dome. Due to the missing dome, a manufacturing investigation (mfg) was initiated based on the findings identified during the visual inspection. Based on the pet investigation and the review of the process instruction, it was determined that the missing dome could not have originated during the sub assembly process. Additionally, there are multiple control mechanisms including quality controls for detecting any process anomalies. Therefore, the cause of the event is formally classified as indeterminate. In relation to the corrosion and bent pins observed; the resistance of the sensor pads on the printed circuit board (pcb) was measured but no problem was found. All measures were according to specifications. Finally, an irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic sensor error reported by the customer was confirmed as the bent pins and corrosion could be related to the failure reported. The missing dome observed during the analysis is unrelated to the failure reported. The potential cause of the missing dome could not be conclusively determined. The potential cause of the corrosion could not be determined. The potential cause of the bent pins could be related to the interaction of the catheter with the cable when both devices are connected; however, this cannot be conclusively determined. An awareness session was performed to avoid the issue related to the missing dome. Note: the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).